Manufacturer narrative:
Zimvie complaint number (B)(4). D10: concomitant medical product: t3st485, t3 pro non-platform switched tapered implant 4mm (d) x 8.5mm (l), lot: 2120017917. T3st3210, t3 pro non-platform switched tapered implant 3.25mm (d) x 10mm (l), lot: 2120014100. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the implants at tooth sites 35, 36, 37 were removed due to infection. Inflammation and pain reported as a consequence of the event. Other implant placed on (B)(6) 2024.